Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on radius side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ stress marks observed. ¿ wear abrasion observed. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.